Event description:
It was reported that the pump showed a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The device was cracked on the right plunger case and battery door. The event history log (ehl) review showed primary audible alarm background (bgnd) test. An occlusion test was performed and the reported problem was not duplicated; therefore, root cause could not be determined. As a preventive measure, the speaker was replaced and the device passed functional tests. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).